Event description:
The customer reported a false negative result with cell #6 of biotestcell-i11 with anti-fy(b) reagent. The customer had returned neither the supposedly defective product nor the anti-fy(b) reagent that had caused the false negative test result. Therefore our quality control laboratory tested the retained sample of biotestcell i11 with anti-fy(b) and yielded a weak positive reaction. Because of the positive reaction's weakness, a risk analysis was performed. The result of this risk analysis was that there is no risk for users of biotestcell-i11: biotestcell-11 is used for the identification of unexpected antibodies, e.g. An anti-fy(b). The affected lot of biotestcell-i11 contains six different fy(b) positive reagent red blood cells. In this complaint the antigen fy(b) of cell #6 might be weakened. But there are still the normally expressed fy(b) antigens of five more different reagent red blood cells. Therefore an fy(b) will always be detected with biotestcell-i11. There is no risk for missing an anti-fy(b). On the basis of the result of the risk analysis we decided that no market related activities are necessary. A deviation has been initiated to intensify the efforts to find the root cause for the complaint. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Because the complaint was confirmed we initiated further actions (deviation).

Manufacturer narrative:
This is our combined initial and final report on this incident.